Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set had a separation from the main body and female connector. This occurred during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer returned a sample with product code 5c4483 for evaluation a visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.